Event description:
A malfunction code was reported on a mobi pump after it was dropped. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged for a replacement pump to be sent once the faulty pump was returned.